Manufacturer narrative:
Device evaluated by manufacturer: the sentinol stent delivery system (sds) was returned with no original packaging and a non-bsc guide wire was stuck inside the ID of the sentinol device. The device remained stuck after soaking in a heated water bath for three (3) hours. Visual and microscopic analysis revealed the guide wire od measured .03364¿ distal to the sentinol tip. A shaft kink was present 16mm from the hub. The kink location coincides with the end of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The reported target lesion was in the superficial femoral artery (sfa), whereas the sentinol biliary directions for use (dfu) states - "the sentinol"nitinol biliary stent system is indicated for tran hepatic palliation of malignant neoplasms in the biliary tree." (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, premature stent deployment occurred. Vascular access was obtained via the left femoral artery. The 80% stenosed lesion was located in the non-tortuous, non-calcified superficial femoral artery (sfa). A 6x79x1350 sentinol nitinol billary stent delivery system was advanced in the right sfa. While tracking the stent delivery system over the non-bsc guide wire it was sticky and difficult to push. The delivery system was removed, reflushed and advanced again with applied force. However, it was observed that the distal end of the stent was protruding out of the end of the delivery system. Both the stent delivery system and the non-bsc guide wire were removed. When outside of the patient the physician deployed the stent, and the non-bsc guide wire and another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, premature stent deployment occurred. Vascular access was obtained via the left femoral artery. The 80% stenosed lesion was located in the non-tortuous, non-calcified superficial femoral artery (sfa). A 6x79x1350 sentinol nitinol billary stent delivery system was advanced in the right sfa. While tracking the stent delivery system over the non-bsc guide wire it was sticky and difficult to push. The delivery system was removed, reflushed and advanced again with applied force. However, it was observed that the distal end of the stent was protruding out of the end of the delivery system. Both the stent delivery system and the non-bsc guide wire were removed. When outside of the patient the physician deployed the stent, and the non-bsc guide wire and another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is ok.